Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead experienced high thresholds after an atrial flutter ablation. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.